Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had not used the insulin pump for 4 days and was getting a no delivery alarm during prime. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. He was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. Customer changed the reservoir; insulin pump did not alarm no delivery with manual prime. Alarm was resolved by changing the reservoir. Customer mentioned he was in the hospital for a kidney transplant and nothing related to the insulin pump. Blood glucose value was 220 mg/dl. The reservoir would be replaced and returned for analysis.